Event description:
Event: the graft was successfully implanted in 2001. Surgical intervention was performed for occlusion. 5 day post-op: the pt was presented to the emergency room with poor blood flow. An exploratory search was performed and discovered the graft to be kinked in the superior neck due to a severe neck angulation. Clotting was observed in the region and was successfully treated with lysis therapy. 19 day post-op: pt was treated with bilateral wall stents in the iliacs to maintain strong bloodflow.